Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
(B)(4) has a black oily residue drop out of the handle post sterilization just prior to use. Handle was then handed off and disassembled and residue examined and the handle etc all put into a specimen bag. Another handle was available for use.

Manufacturer narrative:
An event regarding a black oily residue involving a t-handle was reported. The event was confirmed. Material analysis determined that "no residue was able to be extracted from the apparent discolored areas of the hex shaft. No residue was observed on any of the other sub components of the t-handle driver." A residual analysis test confirmed the presence of organic residuals, which were no native to the device. The residuals are consistent with that of an oil based lubricant. There is no indication the event is patient or clinical related. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the complaint databases show there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined because no oily residue was visible as described by the reported event; however, residual analysis confirmed organic compounds were introduced to the device. The introduction of these residuals indicates that the device was over lubricated, likely during the cleaning process.

Event description:
6541-4-800 has a black oily residue drop out of the handle post sterilization just prior to use. Handle was then handed off and disassembled and residue examined and the handle etc all put into a specimen bag. Another handle was available for use.